Manufacturer narrative:
On 21-jan-10, device qc performed. To'b. On 16-feb-10, device qc performed. To'b.

Event description:
Initial report received on 19-jan-2010 from a physician via a rep company. A (B) (6) female, pt, with unspecified relevant history experienced granuloma while receiving injection of poly-l-lactic acid (sculptra). She had been previously received two injections (exact dates unspecified) of poly-l-lactic acid (sculptra) batch # unk. In (B) (6) 2009, she received a third injection of poly-l-lactic acid, batch # unspecified and about 3 months later, on (B) (6) 2009, she experienced granuloma. No concomitant medications were reported. It was not mentioned if poly-l-lactic acid (sculptra) has been stopped. Corrective treatment, if any, was not reported. At the time of this report, outcome is unk. Further info had been requested. This case had been registered in the ptc data base under # (B) (4). F/u info received on 15-feb-2010. Result of the product technical complaint enquiry. Since no lot# is available, an investigation has been performed on the documentation of all potentially involved mfg batches marketed in (B) (4). The review of the (B) (4) and the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Therefore, we recommend to address this kind of event to the medical affairs unit for their eval.